Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion broke inside the instrument. No additional information was provided, and additional information has been asked. Additional information was provided on 08/14/2024 where the sales representative stated that this event occurred during a knee scope with root repair on (B)(6) 2024. The knee needle broke in half inside the scorpion. All fragments were retrieved, and the case was completed with no harm to the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted signs of wear on the body of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.